Manufacturer narrative:
Further information was requested but unavailable at this time.

Event description:
It was reported that backup vvi was observed on the implantable cardioverter defibrillator (ICD).